Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00 intraocular lens (iol) trailing haptic was severed from body of lens and was still in cartridge, so lens had to be removed and exchanged with the same iol immediately. Per account, there was a slightly incision enlargement during explant of lens, which is cut in half. It was noted that patient is doing excellent at the time of discharged. Product is expected to be returned. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/26/2018. Device returned to manufacturer? Yes. Device evaluation: the returned sample was received in its original packaging. The plunger was observed in an advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at microscope magnification was performed. Lubricant residue was observed in the device delivery system. The lens was received out of the device delivery system. The lens was cut in two pieces due to the removal process. The reported issue was verified; however, the condition in which the lens was returned is consistent with a product that was handled and prepared for the surgical process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.